Event description:
It was reported that during use on a patient, the fiber optic cord of the cardiosave intra-aortic balloon pump (iabp) was not working properly. The fiber optic would not calibrate. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the fiber optic cord of the cardiosave intra-aortic balloon pump (iabp) was not working properly. The fiber optic would not calibrate. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic cord was not working properly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.